Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed 0x3d hazard alarm generated, indicating that the step sensors asserted before the wire being driven. Generation of the alarm deactivated the pod. Internal corrosion was noted in the received device, mainly on the bottom battery and pcb assembly. All the three batteries were measured to be depleted. During leak test, fluid was found leaking through a tear on the unexposed portion of the soft cannula. This damage to soft cannula was the source of fluid on the pcb, that shorted the step sensors and led to the reported alarm generation and corrosion inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient received a pod hazard alarm.